Manufacturer narrative:
(B)(4).

Event description:
It was reported " high pressure alarm, blood in driveline". Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint "blood in driveline" was confirmed upon investigation of the returned sample. The customer returned a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging for investigation. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time.

Event description:
It was reported " high pressure alarm, blood in driveline". Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, a non-teleflex sheath was noted on the iabc; blood was noted in the sheath sidearm. The supplied 50cc driveline tubing was noted connected to the short driveline tubing. The one-way valve was tethered to the short driveline tubing. Bends to the iab central lu-men were noted at approximately 29cm, 40cm and 71cm from the iab distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the blad-der/helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell hous-ing was examined, and no abnormalities were noted. The customer photos were reviewed. The photos show an iabp alarm log with multiple alarms. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0077in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's cen-tral lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The fos (sc) connector was connected to the iabp without difficulty. The pump displayed the fos status as "not connected". The fos fiber was found broken approximately 25.9cm from the iabc distal tip. Upon checking the remaining length of the fos fiber, no other fiber breaks were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 26.4cm from the distal tip. Upon further inspection, the leak site is consistent with contact from the broken fiber; no other leaks were detected. A lab inventory 0.025in guidewire was back load-ed through iabc distal tip. Resistance was noted at approximately 71cm from the distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or deb ris was noted. A device history record (DHR) review was con-ducted for the lot number with no relevant findings. The device passed all manufacturing specifi-cations prior to release. The reported complaint for "blood in driveline" is confirmed. During the investigation, a puncture consistent with contact from the broken fos fiber was found on the iabc bladder membrane, which can cause the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken fiber. The root cause of the broken fiber is undeter-mined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " high pressure alarm, blood in driveline". Additional informaiton states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".